Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital due to blood glucose level of 676mg/dl. Customer was treated with intravenous saline and insulin, and was discharged on (B)(6) 2023 with no permanent damage. Tandem technical support performed a pump system check and found that the pump performed as intended.